Event description:
It was reported that pt required revision due to loose cemented stem. Dr (B)(6) was able to remove the previous stem and cement and implant a stryker secure-fit ha stem with a new c-taper head 32 -2.5 head. New poly was inserted into the already existing trident cup. The stemmed femoral tka implant restricted the length of the implant that we could put in the tha. This did not compromise the outcome of the tha. Implants, operative reports and x-rays not being returned due to hospital policy.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the implants, operative reports, and x-rays not being returned due to hospital policy. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding a loose stem component. There have been no other events for the reported lot ID. Should additional info become available, the evaluation summary will be submitted in a supplemental report.